Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days after right ventricular (rv) lead implant, the patient experienced bradycardia, arrhythmia and heart block. It was further reported that the rv lead had dislodged and was unable to capture. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.